Event description:
It was reported that the implantable cardioverter defibrillator alerted due to high out-of-range shock impedance. Recently, the value had been trending int he 100 ohms to 115 ohms range. Technical services recommended continued monitoring and to consider performing a commanded 41 joule shock to evaluate system integrity. The ICD and right ventricular lead (non-boston scientific product) remain in service. No adverse patient effects were reported.